Event description:
Customer reported, being unable to test, due to a "replace sensor" message displayed. After (B)(6) days of wearing the adc freestyle libre 2 sensor. Customer experienced loss of consciousness. And was treated with glucagon by a third party. And later self-treated with a soft drink. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Sim vivo testing was performed, and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from erica frank, +1(510)424-2454, erica.frank@abbott.com to audra fuentes, +1(510)749-5297, audra.fuentes@abbott.com.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to a "replace sensor" message displayed after 10 days of wearing the adc freestyle libre 2 sensor. Customer experienced loss of consciousness and was treated with glucagon by a third party and later self-treated with a soft drink. There was no report of death or permanent impairment associated with this event.